Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s; (lot: 229103331); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured intracranial aneurysm located at right internal carotid artery, with a max diameter of 4 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 6 mm diameter. The landing zone was 3 mm distally and 4 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the operator selected a shield flow diverter ped2 stent. After the access pathway was established, the stent was delivered to the ipsilateral m1 segment. After exposing about 7¿8 mm of the stent¿s distal end and waiting approximately 10 seconds, the distal end did not open. The operator continued to deploy the stent for about 12 mm, but the distal end still failed to open. The operator attempted to recapture and redeploy the stent and performed maneuvers such as shaking and push¿pull adjustments, but the distal end still could not be opened. Adjustments to the microcatheter tension were also attempted without success. The stent was then withdrawn from the body, and it was observed that the distal end of the stent could not open. Concerned that the stent delivery catheter might be damaged, both the stent and the catheter were replaced, and the procedure was completed successfully. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien 6f-115 guide catheter.